Manufacturer narrative:
A sample was not received for the investigation. The device history records for the potential lot numbers were reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feeding tube placed by interventional radiology easily migrated back up causing the patient to vomit and aspirate resulting in prolonged ventilator days due to aspiration. The patient is still in the hospital.